Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm resolved by a complete set change.customer was advised to call when the alarm occurs in order to troubleshoot. The customer was offered to troubleshoot for high blood glucose but decided to monitor blood glucose and will visit doctor tomorrow. The customer will give us call back if decided to replace the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.